Event description:
On (B)(6) 2012, medwatch uf/importer report (B)(4) was received: event desc: the patient safety concern regarding the davinci robot is a possible design issue. The patient suffered a compartment syndrome of the right lower extremity (rle) after the robotic-assisted laparoscopy (with procedures). It is felt that the robotic arm, while docked on the right side of the patient, either bumped and/or rested on the patient's rle. This was a 7 hour procedure. The patient required emergency, 4-compartment fasciotomy followed by another surgery for skin graft (plus wound vac) and wound closure. What was the original intended procedure? Da vinci robotic-assisted laparoscopy with lysis of adhesions, resection of endometriosis, bilateral salpingectomy, cystoscopy, and pelvic floor botox injection.

Manufacturer narrative:
Several attempts have been made to gather additional information regarding this event from this site without success. The investigation is ongoing and an isi field service engineer is attempting to schedule a site visit to inspect the system and to conduct further investigations. If additional information becomes available, a follow up MDR will be submitted.

Manufacturer narrative:
The system was tested by a field service engineer and performed to specifications. Multiple attempts for additional information from the account were made. To date, no further information has been received. A follow-up medwatch report will be submitted if additional information is received.